Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported an uncut area during a tunnel procedure of the right eye. The procedure was not completed. Additional information is requested.

Manufacturer narrative:
A service record (sr) was opened for standard preventative maintenance (pm). The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect programming of the tunnel parameters. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the appropriate tunnel width was not applied and the ring could not be implanted due to the narrower width. There was no damage to the patient. At a later date a tunnel surgery was completed without any problem using the appropriate tunnel parameters.